Event description:
It was reported that the patient experienced coupling and communication issues while recharging her implantable neurostimulator (ins). It was noted that the patient usually charged the ins about once a week and had last charged it (B)(4) ago. The patient tried using the "antenna locate" feature four times, but it did not solve the issue. The patient also reported a blank screen on the patient programmer. After putting new batteries in the programmer, the patient was still unable to communicate with the ins with both the recharger and programmer. The ins battery was reported to be low or empty. Additional information was received from a company representative the same day that reported the ins showed no telemetry. Also, the last time the patient recharged, she only had 2 coupling bars. The representative was going to try a 60 minutes physician mode recharge. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v557335, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v557335, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the event was battery depletion. It was reported as unclear if the patient had been charging regularly. The ins was replaced in (B)(6)-2012. Symptoms related to event were worsening of restless legs. It was noted the patient required no hospitalization, and patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a 60 minute physician recharge mode brought the device back to service, and the patient was back to therapy. The representative left after the battery was 1/4th charged and told the patient to continue to charge. The patient stated that she charged for three days, but had a dead battery. The patient asked to be admitted to get a full charge from a nurse, but was declined, and it was reported that the patient now needed a battery replacement.